Manufacturer narrative:
During attempts to deploy a cypher stent to treat a lesion in the left anterior descending artery, the physician reports an inflation difficulty. The pressure would not increase and the device was removed. Upon inspection, the physician noted a rupture in the center of the balloon. The procedure was completed with another cypher and there was no injury to the patient. The lad is described as a minimally complex lesion. Pre-dilatation was conducted prior to advancement of the cypher. No delivery issues were reported. The exact cause of the confirmed balloon leakage could not conclusively be determined. Based on the available clinical information, it is not possible to determine what factors might have contributed to this event. Inspection of the returned product confirmed a balloon had a leakage at 2.6 cm from the distal tip. No stent was returned. Sem analysis performed on the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon leakage. A device history record review was perform and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A leak test and 100% inspection is performed after stent crimping. All functional tests, including burst test, and multiple and prolonged fatigue tests passed. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device is distributed outside the us. However, it is similar to the us product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention after conducting pre-dilation a 3.0x33mm cypher des was being delivered to the target lesion. While inflating the cypher at the target lesion, the pressure would not increase. Therefore, the cypher was retrieved form the patient. When the physician retrieved the unit outside of the patient and applied pressure on the balloon, the physician confirmed the balloon rupture at the center of the balloon, so the physician stopped using the cypher. A different cypher was implanted at the target lesion instead and the procedure was finished successfully. There was no reported patient injury.